Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware failure during self test. Customer states that self test was not passed as pump error was alarmed during the test. Customer¿s blood glucose was 88mg/dl at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit powered up properly after battery installation. Unit received with operating currents within specification. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. Power management tool confirms the unloaded voltage and loaded voltage were within specification. Pump error 63 alarm during self test and confirmed in the pump history due to cold solder joint on the keypad assembly. Unit received with minor scratches on case, cracked retainer and minor scratches on lcd window.